Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w ¿ IV catheter leaked. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the bd insyte-w IV catheter leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
10 samples were returned for investigation. 1 used actual samples was returned without packaging and cannula assembly. 1 unused actual sample was returned in opened packaging. 8 unused representative samples were returned in closed packaging. Refer to figure 1. The returned samples were subjected to leak test. The used actual sample had failed the leak test. The unused actual sample and the representative samples had passed the leak test. The used actual sample was subjected to visual inspection. Dented adapter was observed on the used sample. The used actual sample had failed the leak test while the unused actual sample and the representative samples had passed the leak test. The probable root cause of the nonconformance could be due to machine misalignment during the loading of the adapter. There is an alignment tool to check the machine alignment during machine set-up. A re-training will be conducted to all manufacturing personnel on the proper set-up procedures.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd insyte-w IV catheter leaked. There was no report of exposure, injury or medical intervention.